Event description:
It was reported that the patient went to the emergency service due to syncope. Troponin was negative and the coronary angiography was mixed. The physician would like to know if the device is dysfunctional and especially if the ventricular tachycardia could have been induced by the device (pacing on t-wave or under-sensing) or if the episode is only ischemic? X-rays did not reveal any irregularities on the connection between the device and the leads. Provocative maneuvers did not reproduce any undersensing. Regular electrical performances were also observed in the ventricular channel: sensing : 15mv, threshold : 0.75 v, impedance, stable.